Event description:
Nuclear medicine technologist lowering the collimator closer to the patient to acquire images. Collimator has sensor to stop prior to touching patient, this did not occur and collimator touched patient's chin. Sensor did not stop collimator from touching patient as designed.